Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent or kinked infusion cannulas. Blood glucose elevated to 290-300 mg/dl, and normal blood glucose is 130-140 mg/dl. Pt bolused to treat hyperglycemia. This would temporarily decrease blood glucose. No error messages were received on the infusion device. There were no issues with the preparation, insertion, or removal of the infusion set. Pt reported, the headsets did not stick well. There was no insulin leakage. On one occasion, she could smell insulin but did not see or feel a leak. Insertion device was used to insert the headsets. Pt would notice the issue 3-4 hrs after the headset was inserted. No product will be returned for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.